Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral MRI indicated rupture, right side.

Manufacturer narrative:
Tiger aesthetics medical complaint# (B)(4). Tiger aesthetics medical received the suspected device from the customer and performed a failure analysis. The device was returned and found to have a shell failure with moderate yellowing. The device was unable to be weighed. Upon device inspection, the explant was received in three pieces. A missing piece and delamination were observed. Upon optical inspection, the explant was received ruptured and was submitted for optical analysis. An area with possible striations was identified. Optical microscope images were taken of the areas. The observed result of shell failure is surgical instrument damage. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.